Event description:
It was reported that "(B)(6) 2026, staff from the anesthesiology (B)(6) reported that leakage was found at the luer hub of the needle during the use of the cvc." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer report of a cracked needle hub was confirmed through evaluation of the returned sample. Visual and microscopic inspection of the needle hub identified two cracks located at the injection molding gate locations. The location and appearance of the cracking is consistent with failures related to the manufacturing/assembly process. Based on the customer report, evaluation of the returned sample, and input from manufacturing, the most likely root cause of this complaint is manufacturing-related. The observed failure mode is consistent with the failure mode currently under investigation within the teleflex quality system. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2026, staff from the anesthesiology department of huashan hospital reported that leakage was found at the luer hub of the needle during the use of the cvc." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).